Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported that his friend accidentally added binaxnow covid-19 antigen self-test reagent drops onto the swab and swabbed his nostrils. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services was unable to provide the reagent safety data sheet to the customer as customer refused to provide their email address. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. B5, e3 h3 other text : device discarded, single use.

Event description:
The consumer reported that his friend had accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. Per the consumer, his friend added the reagent to the swab before swabbing his own nostrils. The consumer was advised to inform his friend to flush his nostrils under running water for fifteen (15) minutes and to perform a new test per the package instructions. There was no reported patient impact.